Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 484 mg/dl. The pod was reportedly leaking while worn for between 37 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. Timeouts were observed in the download data however the pod corrected itself afterwards. Rotational sensor data indicates that the ratchet gear was still turning at this time. The fluid path was tested for leaks. No leaks were found.